Event description:
It was reported that the rv lead was partially explanted due to 5 inappropriate shocks caused by oversensing of noise. No further patient complications were reported as a result of this event. Attorney alleges the patient experienced injury relating to inappropriate shocks, and fracture of defective lead. Allegation also indicates the patient will continue to sustain severe physical injuries, and/or death, severe emotional distress, and mental anguish. No further patient complications were reported as a result of this event.